Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 27/7/2/100 equalizer¿ catheter balloon was selected for use and advanced to treat the target lesion. Initially, the balloon was inflated at an unspecified pressure without any issue. Upon the second inflation, the balloon ruptured. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by MFR: the complaint sample returned matched the reported lot number. The catheter shaft was inspected for cosmetic defects and none were found. The balloon was found to be burst/ruptured near the proximal. Both proximal and distal balloon bonds were examined and found to meet the required bond length specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 27/7/2/100 equalizer¿ catheter balloon was selected for use and advanced to treat the target lesion. Initially, the balloon was inflated at an unspecified pressure without any issue. Upon the second inflation, the balloon ruptured. Additional information has been requested and is not available.